Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure there were multiple deployments of the right ventricular (rv) lead helix in an attempt to find a stable position. Eventually the helix would not retract. The lead was removed from the body and after multiple tries the helix eventually retracted. The physician requested a new lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.